Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode, causing the patient to experience thumping in his chest; the device was subsequently explanted and successfully replaced. No additional adverse patient effects reported. This device has not been returned for analysis.